Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the nanocross 014 balloon, the balloon burst on the first inflation in the mid right anterior tibial artery, which had a moderate calcified lesion measuring 130mm in length and 2.0mm in diameter. The sheath used was a 6f non-medtronic, and 50/50 contrast was used as the inflation fluid. There was no resistance encountered when advancing the device, and the instructions for use were followed without issue. The device was safely removed fromthe patient, and the procedure was completed using a new device. No health consequences or impact were reported, and the patient was alive with no injury. .

Manufacturer narrative:
Product analysis a visual inspection of the returned device found a hole in the balloon over the proximal markerband, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.